Event description:
Plates & screws were implanted about a year. The patient was having redness and pain at the site. They were removed because the screws were backing out of the bone and caused the plates to bend, per doctor who removed. When the implants were removed, it was noted the fracture was healed.

Manufacturer narrative:
Another doctor who was present when implanted and explanted does not believe the screws backed out causing the plates to bend, believes the plates were bent and held down when implanted, believes the plates flexed and made the plates bow. Doctor also stated patient was non-compliant and began eating "real food" before he was supposed to. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. See reports 1032347-2008-00029 to -00031 (for the three screw part numbers in question). Doctor present when implanted & explanted: another dr.